Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: loop break off. Probable root cause: 1. Manufacturing/assembly error. 2. Severe shipping conditions. 3. Material/design error. 4. Constant irrigation flow is not maintained leading to limited field of view. 5. Low lubricity of insulation for fulgurating electrodes. 6. Use error. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke and the broken piece fell inside the patient. The broken piece was successfully retrieved.

Event description:
It was reported that the device broke and the broken piece fell inside the patient. The broken piece was successfully retrieved.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.